Event description:
The doctor reported separating a file in the pt's tooth during a dental procedure. The pt was referred to an endodontist for further treatment. Pt follow-up will be required and reported, as information becomes available.